Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. On (B)(6) 2018 the patient had a n unrelated flu and cough and something popped in their back. They were having severe back pain from something popping in their back. They kind of feel like the leads may be out of place in their back. Their ins was implanted due to a herniated disc and ankylosing spondylitis. They may have popped the herniated disc last week. Their charge usually lasts for about 2 weeks so on 2018-feb-23 their ins battery died so on 2018-feb-24 they attempted to charge the ins but the ins would not charge. They were unable to communicate with the patient programmer. They last charged their ins 2 weeks ago. They attempted to sync with the patient programmer over the phone but there was poor communication. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated. Additional information was received from a consumer regarding the patient. It was reported that a healthcare professional (hcp) planned to replace the patient¿s device. No further complications were reported. Follow up was conducted.